Manufacturer narrative:
The lead is expected to be returned for testing. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this lead was an attempted implant due to pacing impedance measurements greater than 2000 ohms. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, visual inspection noted the helix was retracted. Resistance and pressure testing confirmed the electrical continuity and insulation integrity of the lead. A laboratory technician tested the helix mechanism and found it was functional. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.